Event description:
On (B)(6) 2020, the user contacted dario to report elevated blood glucose (bg) readings. She reported that prior to contacting dario, she did not receive a bg reading value, but received the following message "high! Measure with a new strip, if recurs contact your physician immediately," which is displayed when the bg reading level may be higher than 600 mg/dl. Following the above, the user went to the hospital, where her bg level was tested with the hospital's meter, and read in the 400 mg/dl range. The user then received an IV of fluids, electrolytes, and 10 units of insulin. The next day, the user tested her bg level ,and received the same "high! Measure with a new strip, if recurs contact your physician immediately" message display. She continued to monitor her bg levels every hour during the night, receiving bg levels of 500 mg/dl, 520 mg/dl, and 550 mg/dl. Due to these elevated readings, the user then gave herself insulin and electrolytes, similar to what the hospital had given her the day before. The user then went to the hospital again, where they tested her bg level with the hospital's meter and received a bg reading of 347 mg/dl. While on the call with the user's nondiabetic husband, dario's representative instructed him to open a new strips cartridge and test his bg level. The user's husband tested and received the same "high! Measure with a new strip, if recurs contact your physician immediately" message display that his wife had received. Following this, the user was sent a replacement of dario's meter and an RMA package for the user to return the original meter for further investigation. The RMA package was received for investigation on september 30th, 2020. The meter was tested, and was reading within range. Since the user reported that his strips cartridge was already open for one month, dario's representative explained to the user that strips that are open for more than 30 days can cause inaccurate readings. There is not enough information regarding the dario strips to investigate. No resolution is available.